Event description:
It was reported that during a gastric bypass procedure, tissue remained in the lumen after it was fired. Staples deployed well but surgeon said it appeared the blade did not fully cut. Gj anastomoses. Case completed with another device of the same product code. There were no patient consequences. The breakaway washer was cut. No other issues with the firing. All anastomosis were good - no leaks. There were no issues removing the device. On all firings there were no anastomosis leaks.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable.